Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. The device history files were analyzed. The device history from (B)(6) 2024 were investigated. A space line was inserted and the infusion started with a rate 550ml/h and a volume of 500ml. 32 minutes later a pressure alarm occurred. The infusion was continued and 55 minutes after start the infusion, the kvo-mode (keep vein open) started. The infusion was stopped. After this, several volumes was selected and the infusion was started several times without any abnormalities. No other abnormalities were found. The complaint could not be confirmed.

Event description:
According to the complainant, a patient underwent therapy starting at 1400 hours and ending at 1500 hours. The pump was programmed to deliver saline at 550 milliliters (ml) per hour. Concurrently, a second pump was programmed to deliver atezolizumab for thirty (30) minutes at a rate of 600 ml/hour. Reportedly, at the end of the treatment, approximately one fourth (¼) of the saline bottle remained. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.